Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 had repeated recoverable faults that were not possible to recover. An intuitive surgical, inc. (Isi) technical service engineer (tse) checked system logs and errors 23118 on usm 4 axis 1 were verified in the logs. Tse asked the caller to try a hard power cycle on patient side cart (psc) with emergency power off (epo). The issue persisted. Tse asked caller if it was possible to proceed with the surgery using only three arms and caller reported that it was not possible. Tse asked caller if the other da vinci system on the operating room (or) was in use or if it was possible to swap pscs. The caller said yes and swapped pscs and proceeded with the surgery. The procedure was converted to another da vinci system with no reported injury. There was a delay of 15 to 30 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expect. The usm was then installed onto a patient side cart fixture test platform where the brake test and sine cycle failed on yaw. Once testing was completed, the yaw chip-encoder virtual absolute (cva) printed circuit assembly (pca) was further tested and was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to an electrical/electronic fault of a component or module within the yaw cva pca on the affected usm.

Event description:
Refer to h11 for follow-up information.